Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a shock which prompted a remote alert transmission. The patient presented to an emergency department where two cardiac resynchronization therapy defibrillator (crt-d) device evaluations were performed, and the patient was reportedly informed that no shock had occurred before being discharged. The patient later presented to another emergency department where an additional device evaluation was conducted. The cardiology fellow reportedly received a report indicating that no shocks had occurred. Review of the remote monitoring data during the call confirmed that a shock was present on the first transmitted evaluation. The caller later clarified that the evaluation performed by the cardiology fellow had been received by a local representative and that a two-page report was faxed to the emergency department without a shock annotated. The crt-d remains in use. No further patient complications have been reported as a result of this event.